Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The clear leak was identified by the customer while running latron controls and an error condition of "vote outs" was generated. The volume of the leak was reported as less than 1 ml and the leak was not contained. The operator was wearing personal protective equipment of gloves, goggles, and lab coat at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found the tubing at pinch valve 42 was leaking air and clear fluid. This caused improper backwash of the secondary probe. The fse replaced the tubing at pv42 to resolve the leak. Failure mode was identified: leak in tubing at pinch valve 42. No erroneous results were generated. Upon recur of the failure mode; the leak at pinch valve pv42 is likely to cause erroneous results for all parameters as a result of sample carryover. Evaluation of product labeling: coulter lh 500 hematology analyzer, pn624602: beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).